Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient is taking medications for a uti. They lost their remote control and is therefore unable to turn off stimulation. The territory manager has not been able to contact the patient since but has noted that the patient had a history of utis before the implant and has continued to do so since the implant.

Event description:
It was reported that the patient is taking medications for a uti. They lost their remote control and is therefore unable to turn off stimulation. The territory manager has not been able to contact the patient since, but has noted that the patient had a history of utis before the implant and has continued to do so since the implant.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.